Event description:
During a diagnostic cardiac procedure, about three inches of theinner lumen was protruding from the distal tip of a catheter. Apparently, resistance as met when a guidwire was introduced through the pigtail catheter. The event was confirmed once the catheter was removved and inspected by the staff. The affilliate reaffirm that there was no pt injury and no further actions were necessary.